Event description:
It was initially reported the patient's generator was replaced due to battery depletion. The generator was returned and as received, the generator did not interrogate due to battery depletion and thus an internal data download could not be completed. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. A series of tests were performed and it was found that the contamination that was observed on the trimmed edge of the pcba suggested probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the end of service (eos) status. There were no performance or any other type of adverse conditions found with the pulse generator. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No additional relevant information has been received to date.